Manufacturer narrative:
Additional information added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the twist clamp was observed separated from the main body. There was slightdamage to the top portion of both occluder feet. There was no damage to the sleeve and the occluder feet/legs were intact. The sleeve was reseated onto the main body, and twist sleeve opened and closed. Resistance was noted with the sleeve in full open position. The reported condition was verified. The cause of the separation was undetermined, however possible user related; during the evaluation, visible slight damage was observed on top of the occluder feet. The damage to the occluder feet is known to occur when the sleeve is forced open over the occluder feet. Excessive force can damage the occluder legs and cause the white twist clamp and light blue main body to turn further than intended and become separated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the main body (light blue) and twist clamp (sleeve) of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter name translated. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.